Manufacturer narrative:
Batch review performed on 17 march 2021: lot 173773: (B)(4) items manufactured and released on 27-sept-2017. Expiration date: 2022-09-04. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in due to signs of an infection and the pathogen is unknown. 1 month and 9 days after primary the surgeon performed a washout and revised the poly and the surgery was completed successfully.